Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The device was repaired locally by the [market unit] according to the process in the technical manual. The spare part display board was sent back to our laboratory for analysis. Upon reception, the device was submitted to some tests in order to confirm the reported issue. When the display board has been tested in an agilia sp tester, no error triggered, however, red leds were flashing and [an abnormal] sound happened. The reported event has been confirmed by our laboratory and the root cause is probably due to a defective component. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "pump reports error 37" error 37 is described by the technical manual as an off key reading status problem (or key has been pressed repeatedly). Reporting due to the referenced issue. No reports of any adverse effects sustained by a patient or any patient involvement. More information is needed to complete the investigation.